Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose value at the time of the incident was 165 mg/dl. The customer was able to rewind the insulin pump and drive support cap was normal. The customer was also reported that they did not received an motor position encoder error alarm. The insulin pump will be returned for analysis.